Event description:
The customer received questionable ion selective electrode (ise) sodium and chloride result over three days. Service checked the analyzer and replaced the sodium electrode, but the issue continued. The customer stated doctors had questioned the results and multiple corrected reports were issued. Of the data provided, only the sodium results for two patients were discrepant. Patient 1 initial result was 149 mmol/l and the repeat result on another analyzer was 143 mmol/l. Patient 2 was male patient born on (B)(6) 1951. The initial result was 148 mmol/l and the repeat result was 142 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The sodium electrode lot number was b37 and with expiration date was 04/30/2015. The field service representative found a problem with the ise waste valve and it was not allowing the ise bath to drain. He found the spring was not positioned in the plunger, but was lying on its side behind the plunger which would not allow the plunger to move. He assembled the valve correctly and reinstalled it on the analyzer. He ran a precision check, calibration and qc which were all within specification. A specific root cause could not be identified. Review of the provided calibration reports revealed high variation in the measured internal standard concentrations. Based on this, the investigation determined the issue was most likely due to the handling of the reagent/calibrator by the customer. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation time. This may have affected the sample quality and contributed to the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.